Manufacturer narrative:
Company comment: the serious events of infection at implant site, purulent discharge and the non-serious events of swelling, nodule, erythema at implant site and discomfort at injection site were considered expected and possibly related to the treatment. Seriousness criteria include the need for multiple medical and surgical interventions to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The reported number of 011257 was the article number, which corresponds to the product restylane defyne. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by a nurse practitioner which refers to a 44-year-old female patient. Additional information was received on (B)(6) 2022 from same reporter. The patient had no known medical history or allergies. The patient was not taking any concomitant medications. The patient had previously received treatment with juvederm and radiesse. On (B)(6) 2022, the patient received treatment with 2 ml of restylane defyne, 1.3 ml to left and 0.7 ml to right nasolabial fold (unknown lot number, injection technique and needle type). One week later, on (B)(6) 2022, the patient was complaining of extensive swelling (implant site swelling) and discomfort (injection site discomfort) at injection sites which did not resolve post treatment with hylenex [vorhyaluronidase alfa]. The area had good capillary refill, but most was red (implant site erythema) and swollen. She also had infection (implant site infection). On (B)(6) 2022, the patient visited the hcp. The physician inserted a needle in to drain the pus (purulent discharge) on the left side and started her on keflex [cefalexin]. Later, that swelling, and nodule (implant site nodule) became softer. On (B)(6) 2022, the right side was looking swollen, and pus filled. The hcp drained the area on the right side, and the patient was given a refill of keflex. The hcp also used some hylenex to dissolve it. The events were improving but not resolved. Outcome at the time of the report: extensive swelling was recovering/resolving. Discomfort was recovering/resolving. Infection was recovering/resolving. Red was recovering/resolving. Pus was recovering/resolving. Nodule was recovering/resolving.